Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with their right atrial lead experiencing lead noise and low pacing impedance. The lead noise did not result in any oversensing. The lead was capped and replaced during a normal pacemaker replacement procedure on (B)(6) 2021. There were no patient consequences.